Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, the device was able to fire but the stapling stopped during firing. A new reload was used to resolve the issue in order to complete the case. There was no patient injury.